Manufacturer narrative:
Customer did not feel the intralase is the cause of the inflammation. Amo's clinical development manager (cdm) recommendations made to this account: use sterile water (instead of filtered water) for instrument cleaning, rinsing and to fill statim sterilizer. Clean instruments in fresh cleaning water and two rinses (with sterile water). Change water between patients. Empty waste bottle after each surgery day, rinse it and refill with fresh water before each use. May want to try switching to latex free gloves for all patients. Placeholder.

Event description:
On (B)(6) 2012, doctor reported patient with trace dlk (diffuse lamellar keratitis) on the left eye (os). No lift and rinse was performed. Patient's predforte was increased. No loss of best corrected visual acuity was reported. Uncorrected visual acuity (ucva) 20/15 on right eye (od) and 20/15 on left eye (os). Patient's dlk had resolved by the three week follow up visit on (B)(6) 2013.

Manufacturer narrative:
Note: all pertinent information available to amo at the time of this report has been submitted.